Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "eyelid cyst infection", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a clinical patient was injected sometime in the neck lines with juvéderm® volite¿. The patient experienced non-device related ¿eyelid cyst infection.¿ the next day the patient was treated with ofloxacin eye drops and levofloxacin tablets. The event resolved three days later. The patient concomitantly takes; isotretinoin soft capsules, compound lidocaine cream (surface anesthesia), compound lidocaine cream, compound methoxyphenamine hydrochloride capsules, houjiling jiaonang, compound lidocaine cream (topical anesthesia) and compound lidocaine cream.